Event description:
The facility representative reported an infusion pump with a constant air in line alarm. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital representative did not have information regarding whether there have been any reports of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 17 2007. Evaluation summary: during product evaluation the condition of false air in line could not be confirmed or duplicated. The device performed according to specifications. No action was necessary. The issue is being investigated under.